Manufacturer narrative:
Follow-up #1 date of submission 07/02/2015-product analysis:the device was returned and evaluated by product analysis on 06/17/2015 with the following findings:review of the pump¿s black box revealed rebooting events. The battery compartment threads were damaged; the compartment was cracked in two areas; a portion of the compartment was missing. The returned battery cap threads were damaged; the returned cap was not able to secure properly to the pump and a power issue was experienced. A test cap was able to secure properly to the pump; the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.